Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient said they need to increase stim because their bladder is full but they can't urinate. Patient said their spouse had to help them catheterize because their bladder was so full. Reviewed how to increase stim. Patient was able to increase stim to where they could feel stim.